Event description:
Pt became hypertensive during treatment. Hemolysis confirmed by blood draw. Pt asymptomatic. Treatment discontinued after 1.5 to 2 hours (intervention). Pt was not admitted to ER or hosp.